Event description:
The manufacturer received information alleging (flow sensor error) occurred on a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was returned to the third-party service center for evaluation, and during the evaluation the technician recommended replacing the flow sensor cable. The evaluation is still underway. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging (flow sensor error) occurred on a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was returned to the third-party service center for evaluation, and during the evaluation the technician recommended replacing the flow sensor cable. The evaluation is still underway. If any additional information is received, a follow-up report will be filed. New information: the trilogy ev300 ventilator was returned to the third-party service center for evaluation, and during the evaluation the technician replaced the flow sensor cable. Box h conclusion code grid was updated.